Manufacturer narrative:
Based on the current information provided, the cause of the operative complications cannot be determined. There is no allegation that a malfunction of an ion system, instrument, or accessory occurred. A follow-up MDR will be submitted if additional information is obtained. A system log review was performed and no errors relevant to the reported event were found to have occurred. No image or video clips for the reported event were submitted by the customer for review. This complaint is being reported due to the following conclusion: a patient underwent an ion endoluminal lung biopsy procedure and experienced a stroke and seizures. It is unclear if the stroke and seizures occurred prior, during or after the procedure. It is also unknown what medical intervention was rendered due to the complications. Additionally, the causes of the complications are unknown. There is no allegation that a malfunction of an ion system, instrument, or accessory occurred.

Event description:
It was reported that the patient underwent an ion endoluminal lung biopsy procedure and experienced a stroke and seizures. It is unclear if the stroke and seizures occurred prior, during or after the procedure. It is unknown what interventions, if any, were rendered due to this event. The patient¿s current condition is also unknown. There was no allegation that an ion system, instrument, accessory malfunctioned. Intuitive surgical, inc. (Isi) made multiple follow-up attempts to obtain additional information; however, no further details have been received as of the date of this report.